Event description:
The customer reported that the device was activating on its own while outside of the pt. There was no pt injury. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional functional testing was performed with the returned device on porcine kidney tissue and multiple seals on various size vessels were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. At no time during testing did the device activate on its own. Covidien could not confirm the customer's report.